Manufacturer narrative:
A2: age at time of event: "in the 30s". C1: manufacturer/compounder -baxter healthcare - vienna industriestrasse 67 vienna 1220 austria. G1: manufacturing facility - baxter healthcare - vienna industriestrasse 67 vienna 1220 austria. G1: device manufacturer postal code: 1220 . Literature article: ashraf, h., low, n., spiro, c., and keong, b. ¿floseal induced small bowel obstruction¿. J surg case rep. 2022 sep 28;2022 (9): rjac444. Journal of surgical case reports. (2022) 9, 1-2. Doi: 10.1093/jscr/rjac444. Ecollection 2022 sep. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient underwent a laparoscopic appendectomy for clinical acute appendicitis in which one vial of floseal was used. It was reported the floseal was applied to the right lateral abdominal wall to achieve hemostasis, covering ¿the raw, oozy surface of the previously located appendix¿. Post-operatively the patient reported two days of minimal flatus, "bowels not opening", increasing nausea and distended abdomen. According to the reporter the patient did not respond to 48 hours of conservative management which included nothing by mouth, aperients, nasogastric tube for decompression and gastrografin follow-through. The fourth day post-operative, the patient was diagnosed with a mechanical small bowel obstruction after a diagnostic laparoscopy confirmed a transition point between the caecum and terminal ileum, adherent to the area of the previously applied floseal. The patient underwent adhesiolysis, had an uneventful recovery and was discharged from the hospital. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6 and h10. The actual device was not available; however, a photograph from the literature article was provided for evaluation. Visual inspection of the photograph showed the surgical site. Patient usage could not be assessed. Should additional relevant information become available, a supplemental report will be submitted.